Event description:
This prospective pregnancy case was reported by a gynecologist and describes the occurrence of device dislocation ("technician could visualize the left coil, but could not visualize the right side"), high risk pregnancy ("high risk pregnancy, and has medication problems") and pregnancy with contraceptive device ("pregnancy with essure") in a (B)(6)-old female patient who had essure (batch no. A64630) inserted. Other product or product use issues identified: device difficult to use "hcp had difficulty identifying the tubal ostia during placement" on (B)(6) 2013 and device ineffective "device ineffective" in (B)(6) 2016. Medical conditions: essure was not inserted shortly after a previous pregnancy. Body mass index 32.566 kg/m2 (unspecified if before or during pregnancy). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced high risk pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the device dislocation outcome was unknown and the high risk pregnancy and pregnancy with contraceptive device had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for device dislocation, high risk pregnancy and pregnancy with contraceptive device with essure. The reporter commented: it was not known if the patient had a hsg (hysterosalpingogram) and if the fallopian tubes were blocked and or if she was told to rely on the result of that confirmation test. There were no fetal/infant or post natal abnormalities detected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: positive pregnancy test - on (B)(6) 2016: positive. Pregnancy test urine - on (B)(6) 2016: positive. On (B)(6) 2013: gynecological examination during insertion: gynecologist had difficulty identifying tubal ostia during placement. 3 trailing coils. On (B)(6) 2016: ultrasound: 18 weeks pregnancy, technician could visualize the left coil, but could not visualize the right side, no x-ray due to pregnancy. On (B)(6) 2016: hormone test: normal, male child. On (B)(6) 2016: ultrasound: 23.6 weeks pregnancy. Essure procedure time was more that 15 minutes (scope in-scope out). Patient's first day of last menstrual period was (B)(6) 2016. Most recent follow-up information incorporated above includes: on 16-aug-2017: essure pregnancy questionnaire received. Patient demographic, pregnancy outcome and lab data updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.